Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, replacement of the o2 hose solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The purpose of the oxygen hose is to supply oxygen to the ventilator. Device logs were not available for further analysis. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established. A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).